Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds and loss of capture. The device was explanted and replaced.